Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope was analyzed and the camera was installed on in-house system and passed engagement, recognition, and initialization. The camera passed self-test on in-house system. The camera was found to have no error message generated and no noise and no imaging issues. The qap (quality assurance procedure) was performed and was able to recognize all different images and targets in 80mm and 20mm distances with no issue. There was no ghosting observed when switching from different targets. The endoscope light intensity, brightness or luminance was found in good level for visualization. Performed the firefly test with no issue. Note: the endoscope passed air leak test with no bubble/s observed. The 1st, and 2nd edt tests passed with no issue. Borescope inspection showed no punctures/tears on the manifold membrane. Scope error finder review showed no error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the endoscope be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, a fluid leaks at the distal end of the endoscope. There is no report of involved procedure.